Event description:
It was reported that an right ventricular (rv) lead dislodgement was noted approximately one month after implant. The physician opened the pocket to reposition the lead and noted that the lead suture was not tight enough. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.